Manufacturer narrative:
Updated information: device is not available for return.

Manufacturer narrative:
The device has been returned for evaluation. The investigation in on-going.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 68-year-old male patient presenting with cardiomyopathy. Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the physician reported an ischemic stroke. The reason for the stroke was unknown. No thrombotic material was visible in the left atrium, left ventricle, or at the impella itself on transthoracic echocardiogram. A contributing factor was poor vascular status. The physician also reported use of the tpa lysis protocol due to reduced purge flow, which dropped from 12 to 7 ml within 24 hours. Tissue plasminogen activator (tpa) was utilized for high purge pressure to mitigate the impact of biomaterial within the motor; this was an off-label use and there was no impact on the patient. The patient remained on support. Cerebrovascular accident may be associated with underlying critical illness, poor vascular status.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.